Event description:
It was reported that there was no unipolar stimulation visible and that the lead impedance was undefined. No patient complications have been reported as a result of this event. The device was analyzed and subsequently tested out of specification during mfgr's analysis.